Manufacturer narrative:
One guide wr 1.2mm x 12¿ was returned for evaluation of the reported complaint mode, ¿broken.¿ the complaint mode could be visually confirmed and the broken piece was not returned. The break location is dull as opposed to the shiny composition of nitinol. At the opposite end of the break, the guide wire is bent indicative of an applied force beyond the normal extent of design usage. Per IFU 1061352 (revision e): ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿ no review of the device history records was able to be performed as a lot number was not provided. A complaint history review was also not able to be reviewed. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. (B)(4).

Event description:
Broken guidewire during a tibial screw fixation utilizing a guide wr 1.2mm x 12" box of 5 sterile it was reported that the biosure guide wire 1.2 mm broke in the articular joint when the surgeon was fixing the tibial screw. It took about 20 minutes to remove (with grasper and artery) and the case was delayed. It is about 4.5cm in the broken part. There were no reported patient injuries or complications.